Manufacturer narrative:
Medtronic conducted an investigation based upon all information received. The device was available for evaluation. The evaluation found no potentially contributing factors, and the sample met all related specifications. It was reported that there was difficulty removing the device from the patient, the anvil disengaged either fully or partially from the device and a component disengaged from the device into the surgical cavity. The reported issues could not be confirmed. The most likely cause could not be identified because no related problem was detected with the device. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic low anterior resection, on anastomosis of the sigmoid colon/rectum, the stapler was removed via the anus, however, the anvil was fully detached and remained in the rectum. It was extremely difficult to remove the stapler from the patient's cavity and excessive force was used. The initial anastomosis looked ragged. The knob was turned 2 full turns and an audible click was heard prior to the attempted removal of the circular stapler. The surgeon had to move from a laparoscopic procedure to a laparotomy in order to remove the anvil that was stuck in the patients large bowel. The anastomosis had to be redone using a new device. There was an unanticipated tissue loss and damage to the patient. The surgical time was extended by 30 minutes or more. The incision was extended by more than 1 inch.